Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1032993 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1032993. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting), related to kit lot 1032993 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting), related to kit lot 1032993 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Manufacturer narrative:
Please reference manufacturer report number 1221359-2021-02884. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 for multiple patients performed on (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported a conflicting result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasal kitted swab. Patient originally tested positive, repeat testing was negative. Confirmation testing was not performed. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.